Event description:
The physician was treating a pt who presented with a mca occlusion. The pt had an existing aneurysm in the mca. The physician placed the merci microcatheter 18l in the aneurysm where the tissue was very fragile resulting in perforation of the aneurysm. The pt subsequently expired.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for merci microcatheter 18l devices shipped to the site, lot numbers: 32371, 32373, 32379, 32430, 32462, 32495, 32544, 32574, 32584, 32613, 32619, 32623, and 32644, were reviewed and no anomalies were found that are related to this complaint.